Event description:
It was reported that the patient presented in clinic with chest pain. Imaging revealed pericardial effusion. Cardiac perforation by the atrial or right ventricular lead could not be ruled out as a possible cause. During lead revision, the right ventricular lead helix could not be fully retracted and had difficulty extending once removed. The right ventricular lead was explanted and the atrial lead was repositioned on (B)(6) 2025. The patient was stable following procedure.